Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. A non-baxter blue cap was also received connected to the infusor's luer. Visual examination of the cap showed cracks on the cap. Visual examination of the infusor showed no signs of physical abnormality. During the leak test, leakage was noted at the cracks on the blue cap. No other location of leakage was noted during the leak test. The root cause of the leakage was determined to be cracks on the blue cap. As it is a non-baxter component, baxter cannot perform traceability and assure the functionality of the cap. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
Baxter (B)(4) received a report that an infusor had a leak at the connection between the infusor and the connector during infusion. The device was filled with a solution of 5-fluorouracil and saline. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The sample is available. No additional information is available.